Manufacturer narrative:
On 07/10/2007, allergan was provided with the product lot number from the physician's office. We have since requested a device history report from corneal for this lot and are pending this information at this time. A supplemental medwatch will be submitted once this information becomes available.

Event description:
The physician reported that four days after treatment with juvederm around the mouth, the patient presented with red swollen warm "balls" at the treatment sites. The patient was prescribed oral keflex and told to use warm soaks. Follow-up findings per the physician note that the patient is resolving although there is still some redness, peeling skin, and nodules at the treatment sites.